Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after abdominal embolization. The guidewire was inserted into a 7 fr introducer sheath. After the introducer sheath was withdrawn, the device/sheath assembly was inserted. The backflow of blood was observed, and then the device/sheath assembly was pulled back a little. The device/sheath assembly was advanced until the blood began to flow from the drip hole where the backflow stopped, and the locator and the guidewire were removed together. When the angio-seal device was inserted into the insertion sheath to position the anchor, the angio-seal device fully came out. At that time, the physician thought that the insertion sheath came out; therefore, he inserted the insertion sheath a little deeper and re-inserted the angio-seal device to continue the procedure. A tamper tube supposed to appear, but it did not. Angiography revealed that the tamper tube got stuck into the artery and it was difficult to be removed. Therefore, the angio-seal device was removed by surgical treatment. Subsequently, hemostasis was successfully achieved. The patient recovered. Blood loss was less than 250cc. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.2 mm. The patient had recovered. There were no other devices or equipment used with the reported product. Additional information was received on 25mar2020. They believe the insertion sheath was inserted deeper and then the angio-seal device was re-inserted. When the entire device was pulled out, the anchor got stuck in the artery, and then the collagen sponge and the tamper tube entered the blood vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.